Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: the gore excluder aaa endoprosthesis instructions for use (IFU) states adverse events that may occur and / or require intervention include, but are not limited: improper component placement and occlusion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024, this patient underwent an endovascular treatment for abdominal aortic aneurysm and left common iliac artery aneurysm using gore® excluder® aaa endoprosthesis. After deployment of proximal portion of the trunk - ipsilateral leg endoprosthesis, the contralateral leg endoprosthesis was deployed on the contralateral side (right side). When attempting to advance the catheter from the right side, it was confirmed that the contralateral leg endoprosthesis has been deployed outside the contralateral gate. The procedure was switched to aorto-uni-iliac(aui). Two additional stent grafts were deployed within the trunk - ipsilateral leg endoprosthesis. A femoral-femoral artery crossover bypass was created, and blood flow to the right leg was secured. The patient tolerated the procedure.